Event description:
It was reported that possible oversensing of t-waves was observed on the ventricular channel after biv paced events. Programming changes were recommended. The physician decided not to reprogram the device.